Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the replaced illuminator for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the customer experienced a non-recoverable error code 297. The customer received phone assistance from the technical support engineer (tse). Review of the site¿s system logs confirmed the error fault. The user was instructed to disconnect the communication cable between dual camera ccu (doco) and the illuminator and restarting the system. After reboot, the system displayed a recoverable error code 48238. Further troubleshooting was performed by another system restart and an error fault recovery. The tse advised the user to use an external illuminator to continue with the procedure. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and replaced the illuminator to resolve the issue. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.

Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis of the illuminator with an in-house system reproduced the reported issue. The illuminator failed to power on and the system displayed a non-recoverable error code 297 and recoverable error code 48238 during testing.

Event description:
Refer to h10/h11 for follow-up information.